Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2019-02818, 3006705815-2019-00759. It was reported that the patient had inadequate pain relief due to which the scs system was explanted and replaced with drg system. Post-operatively, the patient reports pain relief.

Event description:
Reference MFR report numbers: 1627487-2019-02818; 3006705815-2019-00759.